Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. During service, no issues were found related to "exposed wires" "where the cord connects to the patient electronics system." There were non-cosmetic, safety-related failures found during service. However, the unit was noted to be missing its power supply by the service technician performing service. Whether or not the missing power supply could have contributed to the complaint issue could not be determined. Therefore, the cause of the sparking and fraying issues is inconclusive and could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The unit was sparking from the handheld cord. Exposed wires were also noted where the cord connects to the patient electronic system. The unit was replaced.